Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unkn, UDI#:unkn. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device to treat urge incontinence; the trial began (B)(6) 2019. It was reported the trial patient stated that one of her lead wires broke and she is not getting any benefit from the evaluation right now. It was recommended that she reach out to her clinician. No further complications were reported or are anticipated.